Event description:
The customer reported that the device works ok with ac mains power, but the battery is not providing back up. There was no report of patient involvement.

Manufacturer narrative:
(B)(4).